Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The patient was treated with dextrose injection-50 and was doing fine. No further investigation is required.

Event description:
On (B)(6) 2019,senseonics was made aware of an incident where patient experienced hypoglycemia and her husband called ambulance for medical assistance.